Manufacturer narrative:
Additional information: device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported that a uromax ultra dilation balloon catheter device was used during a urethral stenosis and dilation procedure. During the procedure, the balloon burst after inflated to 10 atmospheres. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned uromax ultra device was analyzed and a visual examination noted that the balloon was not folded which indicates that the device was subjected to positive pressure. Additionally, an inflation test was carried out using de-ionized water when liquid was observed to be exiting from the tip of the device, and the balloon could not be inflated. A visual examination was performed to the balloon material and the tip of the device and no issues or damaged were found. A visual and tactile examination were performed to the shaft, and no kinks were found. An inflation test identified liquid exiting the tip of the device, indicating that a breach between the wire lumen and the inflation lumen. However, it was not possible to identify the exact location of the lumen breach. No other issues were found with the shaft and the markerbands of the device. Both markerbands were undamaged and in the correct position on the shaft of the device. The reported problem is most likely due to excessive force being applied when loading the device on to the guidewire and with an inflation lumen breach full inflation of the balloon would not be possible. Therefore, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that a uromax ultra dilation balloon catheter device was used during a urethral stenosis and dilation procedure. During the procedure, the balloon burst after inflated to 10 atmospheres. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that a uromax ultra dilation balloon catheter device was used during a urethral stenosis and dilation procedure. During the procedure, the balloon burst after inflating. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst.